Manufacturer narrative:
Device evaluated by MFR: the device has been received for analysis. The console was tested by the fremont cis repair lab using a gold standard foot pedal and a rotalink 1.75mm burr. The rotalink was connected to the rotablator. The rotablator was activated. With the rotalink burr rotating, no display was seen on the rpm readout in either the turbine or dynaglide modes. Also there found a gas/air leak coming from the turbine pressure switch. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. The rotational speed was not displayed. No patient complications were reported. No patient involved.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was selected for use. The rotational speed was not displayed. No patient complications were reported. No patient involved.